Event description:
During a transurethral resection of the prostrate, a 27fr. Continuous flow resectoscope lost its white plastic end. Physician noticed it floating in the bladder. Piece was retrieved from the bladder. Small chip not found.